Manufacturer narrative:
Trend analysis conducted and no adverse trends observed for et tube migration or decreased et tube strap adhesion. Device history review conducted based on lot number provided and records found to be complete and accurate. Sample not returned so sample evaluation not possible. Root cause of reported decreased strap adhesion after 3 days of use cannot be determined.

Event description:
It was reported that the adhesive on the anchorfast tube wrap became less sticky after 3 days of wear. It was reported this allowing the et tube to migrate. It was reported that this happened 3 times. It was further reported that there was no injury to the patient with the tube migrated. This report is for the 3rd of the 3 times.